Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with a high ph for the majority of it. The recorder worked correctly during the previous procedure. A repeat procedure was scheduled on a different day. There was no patient or user injury.